Event description:
The user facility reported that during a colonoscopy, the video image blacked out and could not be recovered. The procedure was completed with a different, but similar device. There was no pt injury and no further info was provided.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation duplicated the user's report of the video image blacking out as well as a static and flickering video image. The device passed the leak test; however, there was evidence fluid and corrosion inside the endoscope connector, electrical connector, and flexible printed circuit (fpc) terminals, which most likely caused the user's experience. The device was aerated to remove any remaining moisture in the device. Following the extended aeration, the video image, remote switches, narrow band imaging (nbi) function, and ID data transmission were tested again and found to be functioning properly. Upon further investigation, the light guide lens was found chipped and there were nicks and scratches on the distal end cover. Additionally, the bending section cover glue was also noted cracked and discolored due to chemical damage. As the device passed the leak test, the source of the fluid invasion was likely due to user handling. This report is being filed as an MDR in an abundance of caution.